Event description:
Same case as MFR report #: 2134265-2011-05296. It was reported via a journal article that during a coronary artery stenting treatment procedure stent deformation occurred. The patient presented with acute coronary syndrome. An acute occlusion of an obtuse marginal (om) vein graft was attempted. A 7.5f sheathless jr4 guide catheter was advanced from the left radial artery and a non-bsc guide wire was successfully passed through the occlusion and into the native vessel. Thrombectomy was performed and a non-bsc embolic protection balloon was deployed in the proximal graft. Two overlapping 4.0x38mm promus element stents were placed and post dilation was performed with a 4.5x20mm non-compliant balloon with the embolic protection balloon inflated in the proximal portion of the stented segment. During removal of the deflated balloon, mild resistance was encountered and angiography was performed. Severe deformation of the stents at a point of angulation proximal to the balloon was noted and the area was dilated with 3mm and 4mm compliant balloons and a 4.5mm non-compliant balloon which re-expanded the stent. However, on removal of the 4.5mm balloon, severe deformation at the angulation was again observed. It was thought that the traction of the large deflated balloon on the stent struts at the point of angulation, with the guide catheter unable to move in due to the inflated distal protection balloon, had led to longitudinal stent crush with the associated deformation. The area was dilated again and a 4.5x12mm taxus liberte stent was placed to improve longitudinal strength. Further post dilation without the embolic protection balloon in placed was uncomplicated with an excellent angiographic result. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Article citation: williams, p.d, et al. (2011). Longitudinal stent deformation: a retrospective analysis of frequency and mechanisms. Eurointervention 2011. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).